Event description:
It was reported that pump displayed error code 46510. This high-priority error occurred during unknown status; however, if this error reoccurs during infusion, it will interrupt therapy and potentially impact patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.